Manufacturer narrative:
The device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the indicator window of a 6f exoseal vascular closure device (vcd) turned black but the plug deployment button could not be pressed. Manual compression was used for hemostasis after closure failure. There was no reported patient injury. The procedure was an angiography surgery with retrograde puncture via the left femoral artery using a cordis short sheath. The operator had many years of experience using the device. The device was withdrawn at a 40° angle, and after pulsatile blood flow in the indicator stopped, it was withdrawn an additional 1 cm before the issue occurred. The device will be returned for evaluation.